Event description:
Per the audiologist, the pt reported a blow to the head (date not reported) causing "a malfunction of the device". There was no integrity test performed by cochlear staff. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.